Event description:
It was reported that an unspecified infusion pump completed the magnesium infusion withing 20 minutes despite the pump program being set to run over 2 hours. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event was observed on an unspecified date of november 2025. D4: model #: the model # was reported as 56004. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.